Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic due to an alert via merlin.net transmission. Upon review of the egm, the implantable cardioverter defibrillator exhibited non-sustained rv oversensing episodes due to post-paced t-wave oversensing. The patient did not receive therapy during oversensing. Programming changes were suggested, and will be discussed with the physician. No further information available.